Event description:
Customer's mother reports that customer received an unexpected restart alarm. Customer's blood glucose was 174 mg/dl. During troubleshooting, it was found that insulin pump was not stored or not in use for an extended period of time, temp basal was not programmed before unexpected restart alarm, and alarm did not occur shortly after inserting new battery. Customer was advised to monitor insulin pump and call back should issue persist. No information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge